Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they are not getting relief. They stated that they had an unrelated back surgery in 2015, and shortly after noticed that their therapy wasn¿t helping. They added that they felt stimulation in the back of their legs, and it was irritating. The patient indicated that the stimulation was supposed to be up near the implantable neurostimulator (ins) site. They then mentioned that they got sick with an unrelated illness and forgot about the ins, so it went dead in 2015. The patient noted that the ins was jumpstarted to resolve the issue. However, about a year and a half ago, they let their ins die again, and it remains dead at this time. The patient stated that they currently have sharp shocking pains, even though the ins isn¿t charged. They mentioned that this happens when they are stretching on their left side or reaching/rolling over on their left side. They added that it hurts. The patient wanted to have the device removed, but they did not have a managing physician. Physician listings were sent to the patient. No further complications were reported or anticipated.